Manufacturer narrative:
(B)(4). Concomitant products: guide wire: fielder; sheath: 5fr; vessel closure: perclose. The reported patient effects of dissection and ischemia, as listed in the jostent graftmaster instructions for use (IFU), are known patient effects that may be associated with coronary stenting. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the left anterior tibial artery. After performing balloon angioplasty and atherectomy, angiography showed evidence of a perforation. Balloon angioplasty was performed for a couple of long inflations after which the perforation seemed like more of a contained perforation or pseudoaneurysm rather than a free perforation. Several more long inflations were made; however, the appearance never really improved. The 3.0x26 mm graftmaster stent was delivered and deployed successfully covering the perforation; however, the blood flow was slow. There was a small dissection proximal to the deployed graftmaster stent, after which atherectomy was performed and additional inflations, but the flow remained slow. The procedure was ended at this point and the patient left the cath lab in stable condition. No additional information was provided.